Manufacturer narrative:
(B)(4). Insulation damage was noted at 11.6cm from the connector pin, consistent with an over tightened suture sleeve tie. The outer coil was damaged at this location. This is consistent with the observation from the field of low pacing lead impedance. (B)(4).

Event description:
It was reported that during the implant procedure, low out of range pacing lead impedance measurement was noted on the pacing system analyzer (psa). The lead was replaced and new lead was implanted successfully. The patient was stable before, during, and after the procedure and will continue to be monitored.